Event description:
Customer reported receiving imprecise sequential readins. In blood glucose test, customer received readings of 370 mg/dl and 100 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event. Testing was conducted on the fingers.